Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Since the product for this info complaint was not returned, our investigation is based solely on the information provided by the customer. The issue reported by the customer is evaluated as plausible. According to the event description, the affected generator displays error code e433. The field service engineer cannot identify the cause for this error message. Based on the information provided, oste assumes that the error is triggered temporarily. A user fault cannot be completely excluded for this error message. A definitive root cause cannot be identified. The customer is basically required to check the function of all devices used prior to a procedure. In addition, according to IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the hf unit esg-400 displays an error code with the following alert: the electrosurgical generator will restart. The machine then automatically restarts, but gives the error again. The issue was found during preparation for use. There were no reports of patient harm.